Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to the reporter, the device was removed. No additional patient/even details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Event description:
Information received via complaint form indicates as follows: "allergic reaction underneath tape".